Manufacturer narrative:
(B)(4). This lot was manufactured october 09, 2014 - october 14, 2014. Evaluation summary: the device was received for evaluation. During visual inspection, white particles between 0.70 - 1.52 mm in length were observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy revealed the particles to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside its balloon. The device was filled with tobramycin and ceftazidime. There was no patient involvement. No additional information is available.